Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system. Patient a and b samples were tested for accu tni and results of 0.6ng/ml and 9.61 ng/ml were obtained respectively. The accu tni results were reported out of the lab. Original samples of both patients were re-tested on a different instrument in the customer's lab for accu tnl and lower results were obtained: (0.3ng/ml for patient a and 0.06ng/ml for patient b). No medical intervention or change to patient treatment was attributed or connected to this event.

Manufacturer narrative:
Based on data supplied, qc was not performed in 2007, and from the next day, qc was failing with low and high flyers for all three levels. A calibration performed one day later, failed and passed upon repeat. System checks performed two times on the same month were within specifications. Details regarding the event log were not provided. The specimens were collected in lithium heparin tubes, with no gel and centrifuged for 3 minutes. Per customer, samples were inverted upon collection. A field service engineer (fse) was dispatched to the customer's lab on three days after the original date: the fse stated that customer replaced aspirate probes prior to fse's arrival. The fse ran dilution test with successful results. The fse conducted diagnostic testing and results met specifications. The fse ran calibration and qc with passing results. In a follow-up with the customer on the next day, no further problems were reported from this account. A clear too cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.